Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and that the right ventricular (rv) lead was not capturing due to dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.